Event description:
It was reported that during hip scopes while filling cysts on the acetabular rim was break inside of patient. Backup was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned. Clinical details were provided stating that the device was used in a hip procedure with a patient with hard bone and no predrilling was performed. According to the device IFU the 4.5mm twinfix ultra pk anchors are not indicated for use in hip procedures.

Event description:
It was reported that during hip scopes while filling cysts on the acetabular rim, the tip of twinfix broke inside the patient. There was a 1 hour 15 minute delay in the procedure. Backup was available to complete the procedure. No patient injuries were reported.